Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced issue with the infusion set since the set had poor adhesive and came loose while the set was in use on (B)(6)2026. No further information available.